Event description:
In 2004, patient with mi history had an 18mm muscular vsd device placed under emergency use approval, however, 8 days later, that vsd device was removed and replaced with a 20mm and 24mm muscular vsd devices. Six days later, due to significant left to right shunt the two vsd devices were removed and replaced with a 36mm asd device. The physician noted there was some residual shunting after asd placement. Seven days later, by request of the family, the patient was removed from life support and expired. Preliminary physician notes indicated the patient was septic at time of death. The patient's family refused an autopsy. Additional information received 16 days later. Aga's data safety monitoring board for the muscular vsd study met to adjudicate this case. Their adjudication regarding the death is: "the patient died of sepsis/hemodynamic collapse one week after placement of the last device. This most likely due to the underlying illness and multiorgansystem failure and anticipated, but device and/or procedure-relatedness cannot be completely excluded and are therefore unknown."